Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient had fallen and they have pain in their lower back. The patient did not have their device with them. The patient could not check if the therapy was on or low. The patient stated that they would call back with the programmer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they had been taking pain medications as instructed by their healthcare provider. The patient reported that the low back pain had been resolved. No further complications were reported.